Event description:
It was reported the patient experienced three episodes of post-operative bleeding after tonsillectomy surgery. No product deficiencies or other complications were reported during use of the device. (1) approximately 7-12 days after surgery, the patient experienced bleeding (on one side) and was treated with silver nitrate. (2) later, the patient experienced bleeding on the other side that was treated with cautery and a stitch. The patient was admitted and given units of blood following the treatment in the or. (3) thereafter, the same side bled and was treated again requiring the patient to be hospitalized for at least 6 days. Report 1 of 3. (Reference (B)(4).

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the devices in question were not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. Factors not related to the devices used in the procedure that could have been contributing factors to post-operative bleeding, is health and the patient's compliance to post-op instructions. Other factors unrelated to the functionality of the wand and controller that could have resulted in post-op bleeding could be related to types of food consumed, certain medicines and/or bleeding disorders that are known to reduce the body¿s ability to clot. The instruction for use contains information regarding post tonsillectomy hemorrhage (pth).